Event description:
The lead was returned to allow for reliability analysis.

Event description:
Boston scientific received information that one day post implant of this left ventricular (lv) lead, it was found the lv lead had dislodged and exhibited increased pacing threshold measurements. A revision procedure was performed and the lv lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was then subjected to a series of automated diagnostic tests that verify the performance of the lead. The lead performed normally throughout all tests.